Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation of the transcatheter aortic valve evfxplus-26, the jar lid seal came loose and a piece of plastic was observed floating in the liquid. The valve was replaced with a new valve for the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original jar with minimal clear solution. The outer packaging was not returned. The original jar was received within the top insert foam. State of jar safety seal was broken. Presence of gasket remnants on the rim of the jar. Presence of crystallized, dried glutaraldehyde along the threads of the jar. Loose pieces of gasket noted on the rim and/or outside of the jar. Presence of white particulate in the jar. Damage on the threads of the lid. A portion of the gasket remained attached to the rim. Long strips of rubber were missing from the gasket, consistent with remnants noted along the jar rim. Loose pieces of gasket noted inside of the lid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.